Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis in a patient (B)(6) coincident with extraneal viaflex and dianeal-n pd2 (B)(4) therapy. On (B)(6) 2011, the patient began treatment with extraneal viaflex (1500ml, once a day, lot number not reported) and dianeal-n pd2 (B)(4) (5000ml, once a day, lot number not reported) intraperitoneally (ip) for chronic renal failure. On an unknown date, a break in aseptic technique occurred. On (B)(6) 2011, the patient was admitted to the hospital for peritonitis and extraneal viaflex therapy was temporarily stopped. On an unknown date, the patient was treated with unspecified antibiotics. At the time of this report, the event of peritonitis had not resolved. The outcome of the event of break in aseptic technique was not reported. Dianeal-n pd2 (B)(4) therapy continued unchanged. Concomitant medications were not reported. The physician stated the event of peritonitis was unrelated to extraneal viaflex and dianeal-n pd2 (B)(4) because the cause of the peritonitis was break in aseptic technique. The physician did not provide an assessment of causality for the event of break in aseptic technique in relationship to extraneal viaflex and dianeal-n pd2 (B)(4).